Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And since, the reported event (brush fell into patient¿s body) was not reproducible. The issue could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cleaning brush was likely broken, during previous reprocessing. The brush then remained in the biopsy channel and was not detected, during the inspection, prior to use. Therefore, it is likely, that the brush fell into the patient¿s body, during the subsequent procedure. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions for use (IFU) in section: ¿inspection of the instrument channel¿: this supplemental report includes additional information received from the customer. B5 updated accordingly. An update to h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the cleaning brush used, during the last reprocessing of the device was not damaged. In addition, the subject device was inspected, prior to use. And no abnormalities were observed.

Event description:
It was reported that when passing a biopsy forceps through the scope channel during a colonoscopy procedure, the tip of a cleaning brush came out of the scope and fell into the patient that was retrieved with the aid of a retrieval net. There was no delay reported and procedure was completed with the same device. No pre-existing patient conditions noted. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.